Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, itchy, and blistered. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised using vaseline on the rash. Follow up indicated that the rash improved.